Manufacturer narrative:
The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced an access site hematoma and pump malposition. The patient would subsequently expire. A patient with atrial fibrillation with rapid ventricular response on admission had a heparin drip on. One day prior to admission, the patient underwent a stress test which revealed anterior ischemia. Overnight the patient went into ventricular tachycardia arrest with 10-minute down time. The patient was intubated and started on levophed and vasopressin. The following day, left heart catheterization revealed no need for intervention but ejection fraction was less than 10% on high dose pressors. A decision was made to place a pulmonary artery catheter and impella cp device for rest in the unit. The impella cp was successfully implanted and following removal of the arterial line, a hematoma was present at access site. Systemic heparin was discontinued, new forward tension sutures were placed, and fem stop was applied to address the hematoma. Following, impella position in aorta alarm triggered. The team did not want to give volume or turn impella pump flow down with suction alarms. An echocardiogram was completed and the impella was measuring 5.7 centimeters below the aortic valve. The impella cp pump was repositioned at bedside with echocardiogram guidance and thereafter measured 3.6 centimeters below the aortic valve. The patient was noted to be still hypotensive with tachycardia. Electrocardiogram was obtained for possible cardioversion and decrease in milrinone was noted. Approximately two days later, the patient would expire. Care was withdrawn.